Event description:
It was reported that the patient's kinetra was replaced the previous month. Everything was fine. The patient then experienced intermittent loss of therapy, and intermittent impedances above 4,000 ohms on the left. A revision was planned for (B)(6) 2011. It was noted that prior to the device changeout there were no integrity issues, and only the pocket was worked on during the changeout. Additional information received reported that there was a loose connection at contact #2. The case was resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the extension had "worked loose" at the set screw. It was noted that it was possible that it came loose because it may not have been tightened appropriately. The device was retightened and the patient was doing fine. Additional review found this event had also been reported in manufacturer report # 3007566237-2011-09262. Any additional information received regarding the event will be reported under this manufacturer report number (3004209178-2011-09868).

Manufacturer narrative:
Lead model 3389s-40 lot# v053074 implanted: (B)(6) 2007 explanted: na, lead model 3389s-40 lot# v053074 implanted: (B)(6) 2007 explanted: na, extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2007 explanted: na, extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2007 explanted: na, programmer model 7436 serial# (B)(4).